Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of connect power alarms were confirmed via log file analysis. Review of the log file revealed, on 11mar2026, intermittent atypical power cable disconnect and low power advisory alarms not associated with power source exchanges or battery depletion were active as the relative state of charge (rsoc) on the white power cable dropped to or near 0v. These alarms occurred while connected to battery power. The power cable disconnect and low power advisory alarms resolved as the rsoc voltage returned to its normal value. The driveline was disconnected on 11mar2026, causing driveline disconnect, low flow, and lvad off alarms to activate. These alarms are consistent with a system controller exchange. No other notable events or alarms were captured. Provided information stated the patient changed from wall power to battery power. The system controller was alarming ¿connect power¿. This did not resolve after reseating the batteries. The system controller was exchanged. The system controller, serail number (B)(6), was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory and power cable disconnect alarms. The heartmate 3 IFU section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the system controller power cables. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient changed from wall power to battery. The system controller was alarming "connect power". This did not resolve after reseating batteries. The system controller was exchanged. The log files contained various alarms associated with a driveline disconnect on 11mar2026. Prior to the disconnect, the log contained clusters of low voltage and power cable disconnect alarms while the patient was utilizing battery power. No other abnormal controller alarms or pump faults were seen in the log. The pump appeared to be operating as intended.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.